Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 3 of 3 for the same event. It was reported by the sales rep that during a shoulder repair surgical procedure, it was observed that the suture on three of the customer's lupine br anchor with dual suture orthocord either broke or frayed when the surgeon went to tie them. One suture from each of the anchors. The sales rep said the purple suture on one of the anchors broke midway and two of the braided sutures unraveled and frayed at the ends that were out of the cannula. The suture on the anchors appeared to be shredded and would fall apart directly after implanting. The linvatec crab claw when grasping four suture limbs at one time was abrading the suture thereby weakening the suture. The surgeon left the three anchors in the bone holes secured by one remaining suture on each anchor. The surgeon was satisfied with the fixation. No pictures are available. The sales rep said the surgeon used both the spectrum and our arthropiece passer for the procedure. The sales rep reported that the customer does use fiberwire at this facility. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.